Event description:
It was reported that the pt was not pleased with the therapy and had pain at the pocket site. The pt had lost weight which changed the location of the battery. The pt wanted the system removed. The system was removed. It was reported that there was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The rechargeable ins was functionally ok, but the battery had reduced capacity due to overdischarge. Final device analysis of the first extension (lot#: njb016517v), revealed no significant anomalies. The extension was ok, but cut through (suspected explant damage). Final device analysis of the second extensions (lot#: njb017955v), revealed a procedural non conformance. The extension was ok, but through (suspected explant damage). However, an ins setscrew impression on the #1 connector and no impression on the #0 connector indicated that the extension was not completely seated in the ins connector port.